Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck in a loop cycle and the buttons are hard to press. The customer had missed boluses and gone high due to thinking that he had pressed the button to deliver insulin. Blood glucose level at the time of the incident was unknown. The customer was assisted with the calibration process and advised to upload to carelink. The insulin pump was returned for analysis.